Manufacturer narrative:
(B)(4).

Event description:
The pt experienced abdominal pain following lead implant; it was thought that the lead was too wide. The lead was replaced with a 2 x 8 lead and in recovery the abdominal pain had resolved. The pt had not yet been seen for follow-up. Further info is being requested at this time.